Manufacturer narrative:
Findings: pump downloaded properly. However a47 alarms were noted in alarm history. A47 alarms due to corrupted history files. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
The customer reported via phone call that the insuliin pump was unable to download. Customer's blood glucose was 185 mg/dl. The customer was advised to dicontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.